Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
The customer reported an intermate lv100 device which was leaking from a slice caused by the slide clamp before use. The device was filled with 200 milliliters of vancomycin (8.75 milligrams/milliliters) when the leak was discovered. No patient injury or medical intervention was reported. No additional information is available.